Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump was alleging the under delivery and insulin pump was not working fine. The blood glucose at the time of the incident was 33.3 mmol/l and current blood glucose was also same. The customer stated that, yesterday she got an error that says low reservoir, and changed her full set. The blood glucose before diner was 20 mmol/l and then took insulin, then it came up to 25 mmol/l. She says she took some rapid insulin and she does not have any more needles or syringes. She feels dehydrated and has headaches. Did the self-test and displacement test and both tests were passed. Customer reported the following symptoms related to their high blood glucose were dry mouth, headaches. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The drive support cap appears normal. The device is not expected to be returned for analysis.